Event description:
Information received from the field notes that all recorded events were located in the highest rate range, >200 ppm. The diagnostics were cleared and at a subsequent follow-up, the same inconsistent values were noted. The patient exhibited a normal heart rate around 40 bpm.